Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance and pacing impedance both had about doubled since implant after almost ten years. An rv lead fracture was suspected. The physician decided to explant and replace the lead during a device changeout due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).